Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that while attempting to implant a 12.6mm vticm5_12.6; -11.5/1.5/088 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024, the lens tore during injection/delivery into the eye. The lens was not implanted. There was patient contact with no patient injury. A replacement lens was implanted during the same surgery and the problem was resolved. The cause of the event was reported as unknown.